Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and patient outcome could not be conclusively established. The account reported that the patient had a chronic pseudomonas left ventricular assist device (lvad) infection which was being followed by infectious disease (ID). The patient was on chronic, suppressive, outpatient intravenous (IV) antibiotics and was admitted to a local hospital after becoming unresponsive during an infusion session. Prior to the infusion, the patient reportedly had low-grade fevers as well as some shortness of breath upon exertion, but no other complaints. The patient had denied chest pain, lightheadedness, and dizziness. There were no issues with the patient¿s lvad or active alarms. The patient was transferred to (B)(6) and a head computed tomography (CT) scan was done, which revealed a devastating head injury. There was concern for anoxic injury, as well as evidence of a new large subarachnoid hemorrhage (sah), and evidence of downward herniation. The patient arrived back to the unit and appeared to be having seizure-like activity. Ativan was given to break the seizures as was keppra with a loading dose. The patient ultimately expired on (B)(6) 2021 due to sepsis/septic shock, secondary to the underlying lvad infection. The device reportedly operated as intended. It was also communicated that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The hm 3 lvas IFU lists bleeding, stroke, infection, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. This IFU also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Additionally, the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14aug2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of infection was covered under MFR # 2916596-2019-04253. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to sepsis. The source of infection was device related and the patient experienced septic shock secondary to an underlying left ventricular assist device (lvad) infection. The patient had a history of pseudomonas and enterococcus faecalis bacteremia. Furthermore the patient was treated with chronic suppressive outpatient IV antibiotics, and they were followed by the infection disease department. The patient presented after becoming unresponsive during her infusion session and was admitted to a local hospital. Prior to her infusion, she had low-grade fevers as well as some shortness of breath on exertion, but she had no other complaints. She denied any chest pain, lightheadedness, or dizziness. There were no known issues with her lvad or alarms. The patient was then transferred to another hospital and upon review of a computed tomography (CT) of the head the patient had a devastating head injury. There was concern for anoxic injury, a new large subarachnoid hemorrhage, and evidence of downward herniation. The patient arrived back to the unit and appeared to be having seizure-like activity. Ativan was given to break seizures, as was keppra with loading dose. The patient expired and no autopsy was performed. The device was not explanted. The device will not be returned for evaluation.